Event description:
It was reported that during an ipg replacement for normal end of life on (B)(6) 2024, the ipg header was loosened but the penta lead could not be disconnected from the ipg. The physician opted to cut the ipg header to release one end of the lead. A new ipg was implanted and a metallic portion of the ipg header is still implanted. Patient is only receiving unilateral therapy and may require additional surgical intervention to address the issue.

Manufacturer narrative:
The reported event of a lead being stuck in the header of returned ipg (arj127.1) was confirmed. Analysis of the ipg found, as received, the header was severely damaged as a result of trying to remove the stuck lead tail. Analysis of the header port where the lead was stuck found that the insertion handle, ¿metal spacer¿ on the terminal end of the lead after the 8th channel, was bent. This is the reason it was not able to be removed. The root cause of the bent insertion handle is unknown.